Event description:
It was reported that a patient, who had a right tsa, underwent a revision procedure. The patient presented with complaints of pain. The surgeon scoped the shoulder and observed the poly showed wear and determined the best course of action was to convert the patient from an anatomical to a reverse shoulder using a central screw baseplate. The anatomical components were explanted, and a reverse total was implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images were provided. No further information.